Event description:
A malfunction was reported with the malfunction code malf 0 appearing on the customer's device. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset instructions, assisted with the pump reset, and confirmed that the malfunction did not recur. The customer was informed to continue using the pump and advised to contact support again if the issue arises.